Event description:
It was reported that a patient expressed concern regarding their leadless implantable pulse generator (ipg), which was allegedly allowing the heart rate to drop below the programmed setting of 55 beats per minute (bpm), with observed rates between 50-53 bpm. The patient noted that the heart rate did not remain at the lower levels for long before returning to the programmed rate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.